Event description:
It was reported that removal difficulty occurred with the stent delivery system. An 8.0-21 mm carotid wallstent was selected for use. The treatment area involved the internal and common carotid arteries. After successful stent deployment, resistance was encountered when removing the delivery system. The device was ultimately removed, and the procedure was completed. No patient complications were reported.

Event description:
It was reported that removal difficulty occurred with the stent delivery system. An 8.0-21 mm carotid wallstent was selected for use. The treatment area involved the internal and common carotid arteries. After successful stent deployment, resistance was encountered when removing the delivery system. The device was ultimately removed, and the procedure was completed. No patient complications were reported. It was further reported that the delivery system and guidewire were removed together.

Manufacturer narrative:
A secondary MDR was reported under 2124215-2025-70104 as there are two products associated with the same event/patient.